Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the atrial lead exhibited noise oversensing which led to pacing inhibition. The atrial lead was explanted and replaced. The patient was stable throughout.